Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: rupture, pain, anxiety.

Event description:
Patient representative reported left side rupture, pain, anxiety. The device remains implanted.